Event description:
It was reported the patient presented to the emergency room after receiving shocks. Upon interrogation, it was discovered there was oversensing on the right ventricular lead that resulted in inappropriate shocks. Chest x-ray confirmed the right ventricular lead had dislodged. The physician attempted to reposition the lead but it dislodged and the physician was unable to retract the helix. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement, inappropriate shock, and oversensing were not confirmed while the failure to retract the helix was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray analysis found the inner coil was over torqued and the helix extended, covered with blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The damage found is consistent with procedural damage.